Event description:
It was reported that there was a malfunction with the customer's pump, displaying malfunction code 9, identified as a momentary motor skip due to a high force impact. There was no reported adverse impact to customer's blood glucose. Customer support provided instructions to reset the pump, but the issue persisted, leading to a decision to replace the pump. The customer was advised to continue using the current pump for backup.